Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7087321/7090275, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 26612864, UDI: (B)(4).

Event description:
It was reported that the device did not help patient. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.